Event description:
It was reported that a malfunction occurred on the pump, displaying a "malf 12" code. The pump issue caused the customer's blood glucose level to exceed 500 mg/dl, with the value displayed as "high." To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). The customer did not need assistance from a third party. Customer technical support (cts) provided information to reset the pump, and after assistance, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction reappears, which the caller understood.